Event description:
It was reported the patient's blood glucose level rose to around 280 mg/dl while wearing the pod between 24 and 36 hours. The pod reportedly was coming loose from the infusion site on their leg, causing the cannula to dislodge. The patient noticed wetness and the smell of insulin coming from the pod site. Additionally, the patient reported symptoms of a fever bump. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No damages or defects were observed that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. The device was received fully deployed. No damages or defects were noted to the fluid path components that would contribute to skin condition irritation at the infusion site. The exact cause of the reported skin irritation could not be determined. No damages, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear or the failure to deliver insulin. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_androidomnipod software app version: 4.0.2operating system: tp1a.220624.014.n986usqsehyh1hardware: sm-n986ucgm sensor type: dexcom g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.